Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Initial interrogation of the pump determined it was used to infuse lioresal. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The pump was explanted and returned to the manufacturer. No further patient complications were reported.

Manufacturer narrative:
Analysis found that there was high resistance in the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from (B)(6) reported the hcp stated the intrathecal baclofen seemed to lose some efficacy about 6 months prior to the replacement. The hcp stated the patient had been experiencing a chronic and recurrent urinary tract infection (uti). The hcp stated the pump was replaced due to the low battery alarm. The hcp stated they did not know the patient¿s weight as they didn¿t have access to the patient¿s records. Patient medical history included t11 paraplegia spinal cord injury.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500 mcg/ml at 75 mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported an alarm was heard and confirmed by telemetry. Low battery reset and reset and safe state occurred. The multiple resets going back to (B)(6) 2017. Per the reporter, the patient¿s physician increased the dose slightly because the patient wasn¿t getting drug for some time and the patient reported being a little ¿wobbly¿ on the higher dose. The healthcare provider planned on replacing the pump tonight, (B)(6) 2017. No further patient complications were reported.